Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that this handheld device was not communicating properly, and the issue was determined to be with the connector cable. When the connector was replaced, communication was successful. The device has not been returned to date.

Event description:
The serial cable was returned on (B)(4) 2013. Product analysis was performed. An analysis was performed on the returned serial cable and the reported complaint was identified. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with broken wire connections on the axim connector plug pcb. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.